Event description:
A caller reported experiencing cgm error 42 and sought assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset and guided the caller through the process, after which the error did not reappear. The caller successfully began their sensor session again.